Event description:
Additional information was received from the rep. It was reported that the eri alarm was considered normal and that the surgery was planned due to the eri. It was unknown when the patient's pump motor first stalled. The cause of the motor stall was not determined. It was reported that the pump was returned on (B)(6) . It was reported that the tablet was running software version 1.1.300 when it was used in the attempt to turn the pump off. The cause of the inability to turn the pump off using the tablet was unknown and tech services was contacted. The provided information was confirmed with the physician.

Manufacturer narrative:
Continuation of d11: product ID a810 lot# serial# implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID a810, product type software. Information references the main component of the system. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative (rep) regarding a patient who was receiving 100 mcg/ml of baclofen at an unknown dosage and an unknown concentration and dosage of morphine via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that an eri alarm and a pump motor stall had occurred. The motor stall was noted upon interrogation of the pump and the warning message indicated that the pump had been stopped for 63 hours and 49 minutes. No environmental/external/patient factors that might have led or contributed to the issue were reported. The patient's pump was replaced and would be returned for analysis. The rep noted that they were attempting to put the pump off password into the tablet, but the tablet was not accepting the password for the shutdown. It was confirmed that everything had beenprogrammed correctly. The rep attempted to turn the pump off again using an 8840 programmer and was able to shut the pump down permanently. No patient symptoms were reported. The patient's status at the time of the event was listed as "alive-no injury". The issue was considered resolved at the time of the report.

Manufacturer narrative:
H3:destructive analysis identified electrochemical migration across the electrical feed-through insulator. Concomitant medical products: product ID a810 product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.